Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert due to high out of range shock impedance. The device remains in service. No adverse patient effects were reported.